Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during kit inspection it was discovered the mesher's comb was bent. There was no harm or injury to the patient as there was no patient involvement. Due diligence is complete and no additional information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: taiwan. Review of the most recent repair record determined the comb was damaged and was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.